Manufacturer narrative:
The fse evaluated the device on site and determined this was a malfunction of the therapy receptacle. The fse replaced the therapy receptacle resolving the reported issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's therapy connector is damaged. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.